Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was examined and found to meet product specifications. The associated handpiece was also tested and the reported event was unable to be replicated. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system met specifications. Therefore the root cause remains inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing no ultrasound during a cataract procedure. A company representative reported that the surgical parameters had not been adjusted for this particular surgery. Training was provided to the staff.